Event description:
The intralase fs laser was used to create bilateral corneal flap(s) for lasik surgery on (B)(6)2010. One day postoperatively ((B)(6)2010), the pt presented with diffuse lamellar keratitis (dlk) stage one (1) on the right (od) eye. A flap lift and scrape was performed on od on (B)(6)2010. The pt was treated with topical steroids/drops and advised to return after two (s) days for follow up. No contact bandage lens (bcl) was used/required. The pt is responding to the treatment. The pt's pre-op best corrected visual acuity (bcva) and post-op bcva were not specified, however, no loss of vision (bcva) due to this event was reported. No pt injury reported. The association between the event and the device is unk/unable to confirm.

Manufacturer narrative:
(B)(4) - performed normally. Eval results: intermittent failure occurred but not related to the event. Conclusion: intermittent failure occurred but not related to the event. On may 24, 2010, a field service engineer (fse) was dispatched to investigate the laser. During his visit on may 26, 2010, he reported he could not identify any problems relating to dlk. While servicing the laser, he found intermittent cold start mode locks which he was able to confirm did not occur during the incidents of dlk. He also reduced the bed energy by 0.1 uj because the doctor indicated the flaps were too easy to lift. On may 28, 2010, a clinical development manager (cdm) was also dispatched to investigate. She found that there were no changes in staff, technique, supplies, or drops. The staff members also mentioned they thoroughly cleaned the laser suite and requested the autoclaves to be checked. The cdm provided surgery support, adjusted energy settings, and indicated she could not determine the cause of dlk.